Manufacturer narrative:
Additional devices included on this report are as follows: catalog #: tgmr313110j/ serial #: (B)(4)/ UDI #: (B)(4). Patient age at time of event and/or date of birth: asked but unavailable. Patient weight: asked but unavailable. Concomitant medical products and therapy dates: asked but unavailable. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), the safety and effectiveness of the gore® tag® conformable thoracic stent graft have not been evaluated in the following patient etiologies: previous stent or stent graft or previous surgical repair in the descending thoracic aortic area. The IFU cautions users: do not continue advancement or retraction of the guidewire, sheath, or delivery catheter if resistance is felt. Stop and assess the cause of resistance. Vessel, stent graft, or delivery catheter damage may occur. According to the gore® tag® conformable thoracic stent graft with active control system IFU, potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, delivery and deployment events including insertion or removal difficulty, perforation or rupture of the aortic vessel & surrounding vasculature, bleeding (procedural and post-treatment), endoleak, bowel ischemia, reoperation, and death.

Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of a distal stent graft induced new entry tear (d-sine) which was located distal to a non-gore stent graft. Gore® tag® conformable thoracic stent grafts with active control system (ctag a/c) were used to treat the d-sine. A total arch replacement and frozen elephant trunk procedure using a non-gore device (valiant) had been performed prior to this procedure for treatment of a thoracic aortic dissection. A non-gore stent graft (afx) and additional stent grafts had also been implanted in the patient's abdominal aorta to the level of the patient's external iliac artery for treatment of left common iliac and right internal iliac artery aneurysms. A ctag a/c device (tgm282820j) was advanced from the patient's left access. Difficulty was reported while attempting to deliver the device because the ctag a/c device was reportedly caught on the non-gore (valiant) stent graft. When the physician attempted to push and pull the guidewire to advance the ctag a/c device, the patient's abdominal aorta slightly proximal to the non-gore (afx) stent graft was perforated by the guidewire. The physician reported that perforation of the aorta by the guidewire was unexpected. The physician also noted that, if a pull-through technique had been used, the perforation might have been prevented. The patient's aorta was reportedly weak due to the patient's use of steroids, and it was suspected that this may have been one of the reasons for the perforation. The patient's blood pressure dropped to 25 mm hg. Blood transfusion was performed. The ctag a/c device was successfully implanted in the intended location. An additional ctag a/c (tgmr313110j) was implanted in the patient's infrarenal aorta to cover the perforation site. No endoleak was observed. The patient condition became stable. The procedure was concluded, and the patient was returned to the ICU. Post procedure (on the same day) a proximal type I endoleak was observed from ctag a/c device tgmr313110j. It was suggested that the root cause of the endoleak was in relation to the perforation site spreading and/or blood flow coming from the false lumen via the perforation site. It was reported that the physician attempted to perform graft replacement to arrest the bleeding. A blood transfusion was performed during the open surgery. The physician reported that, upon opening the patient's abdomen, bowel ischemia was observed and intervention was reported as too late. The reported cause of the bowel ischemia was hemorrhage. Reportedly the physician was unable to control the bleeding. The patient expired intra procedure. The cause of death was reported as bowel ischemia.